Manufacturer narrative:
The patient was placed on nongrounded cable in MFR# 2916596-2019-03209. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was connected to the non grounded patient cable at home (since 2019), the patient experienced red heart alarms on the controller. The pump run symbol was off, probably a wire to wire pump stop. The patient changed to batteries without success. The ambulance professionals exchanged the controller, but the pump run symbol remained off and the pump did not restart. The patient was transported urgently to the hospital, but unfortunately the patient died in the ambulance.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient lost consciousness due to pump stop.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed compromised wires that would have resulted in the pump stops on battery and power module power that were observed within the submitted log file. Additionally, a specific cause for the patient¿s outcome could not conclusively be determined through this evaluation. (B)(6) was returned with the driveline severed approximately 8.25¿ from the pump housing. The inflow conduit (inlet extension, flex section, and inlet elbow) was returned attached to the inlet port. The sealed outflow graft and outflow graft bend relief was returned attached to the outlet elbow. The outflow elbow was returned attached to the outlet port. The pump appeared to have been exposed to a fixative prior to being returned. Evaluation of the returned portions of the sealed inflow and outflow conduits revealed no evidence of adhered or developed thrombus formations. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. (B)(6) was returned with the driveline severed approximately 8.25¿ from the pump housing. Upon initial visual inspection of the driveline, there was a noticeably large kink in the driveline approximately 3¿ from the pump housing that was not easily straightened. The outer silicone sleeve was unremarkable. The silicone sleeve was removed. An electrical continuity test was performed on the returned portion of driveline and revealed variations in resistance within the black, green, and orange wires during intact testing. The bionate layer was removed and revealed a large area of shield breakdown approximately 3.0¿-3.75¿ from the pump housing. The shielding was removed, and visual and microscopic inspection of the underlying wires revealed damage to the red, brown, black, orange, yellow and green wire insulation exposing the metal conductors approximately 3.00¿-3.75¿ from the pump housing. The damage to the wire insulation appeared to be due to repetitive abrasion against the metal braided shielding in this area. Visual and microscopic inspection of the remaining areas of wire was unremarkable. The driveline was submerged in a saline bath for high potential (hipot) testing of each wire¿s insulation. The test did not reveal any other current leakage in the insulation of any driveline wires that would have resulted in an electrical short. The damaged red, orange, brown, black, green and yellow wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 16mar2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 entitled ¿introduction¿ lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.